Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "as the doctor was implanting the acetabular screw to fixate the acetabular shell, the tip of the swivel screwdriver broke off into the screw and could not be removed.